Event description:
Surgeon used a metal bone tamp to reposition the shell prior to impacting the alumina ceramic liner. Ceramic liner fractured upon impaction.

Manufacturer narrative:
The device history record review provides assurance the part was accepted with conformance to the product requirements. The device was not returned for evaluation.